Manufacturer narrative:
(B)(4). The last dose of vancomycin was given twenty two days after the initial onset of peritonitis. The patient recovered from the event of peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis therapy. The breach was further described as a touch contamination. The peritonitis was manifested by cloudy effluent. The patient also experienced a slightly elevated temperature and loss of appetite. The patient was not hospitalized for this event. Treatment for this event was gentamycin (60 g, intraperitoneally, daily for three days), vancomycin (3 g loading dose, intraperitoneally, then 1.5 g every fifth day for three weeks). Action taken with therapy was not reported. The patient and care giver are to be retrained on proper aseptic technique. At the time of this report, the patient is recovering from this event. No additional information is available.